Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the product number and lot number were not provided. A physical evaluation could not be performed. A customer account could not be identified for the patient involved. However, a search was performed for pd cycler set products shipped to the user facility for the three (3) month time frame prior to the approximate event occurrence date (B)(6) 2021). No products were found to be shipped during the time frame. As a result, a manufacturing records review was unable to be performed. Due to the limited information available, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported a patient had an infection. There is no further information available.

Manufacturer narrative:
Clinical statement: there is no allegation, indication or objective evidence a serious patient injury, death, or other adverse event(s) was associated with the use of a fresenius medical device(s) and/or product(s). Additionally, there is no evidence a malfunction or deficiency of a fresenius medical device(s) occurred.

Event description:
It was reported a patient had an infection. There is no further information available. Following a review of the available information, it has been determined there is no allegation, indication or objective evidence a serious patient injury, death, or other adverse event(s) was associated with the use of a fresenius medical device(s) and/or product(s). Additionally, there is no evidence a malfunction or deficiency of a fresenius medical device(s) occurred.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported a patient had an infection. There is no further information available.